Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm during bolus on a newly replaced insulin pump. Customer changed only reservoir. Customer attempted to deliver another bolus and received a motor error alarm. Customer's blood glucose was 539 mg/dl which was treated with manual injection. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump again and opted for changing entire site and set and would call back for further assistance.